Event description:
Device was explanted and replaced due to eos status. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the device interrogation was not feasible as a result of a depleted battery. The battery status is as expected after an implantation duration of 137 months. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.